Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned catheter was evaluated for contraction and uncontraction characteristics and catheter passed the tests. It meets specifications required. Visual inspection revealed that spine cover has a wrinkle condition. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
During a redo of afib ablation procedure, the physician tried to position the lasso catheter in the veins but he could not because the contraction of catheter loop was not working properly (not releasing). The lasso catheter was withdrawn in a straightened position with the loop contracted. This was verified with the catheter outside the patient. No force had to be applied to retrieve the catheter from the patient. There was no other difficulty encountered by the physician during the procedure. They proceeded the procedure by changing the catheter.